Event description:
Additional information was received from the area representative indicating no x-rays were taken of the patient. Patient manipulation or trauma is suspected, but has not been confirmed. At the moment replacement surgery is likely for the patient.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse that high lead impedance was received at a follow-up appointment. No further information was received with the initial report. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Type of report, corrected data: initial MDR inadvertently did not list type of report. Field should have read 30-day report.